Event description:
The following was reported to davol: on (B)(6) 2014, pt underwent ventral hernia repair with a ventralex hernia patch. On (B)(6) 2014, pt underwent an egd/colonoscopy. Pt was discharged after the (B)(6) 2014 procedure and then returned to the emergency room, with abdominal pain and was placed in observation. A CT scan showed possible right upper quadrant abscess, in which a fine needle aspiration was performed and culture showed few (B)(6) which was treated with vancomycin, administered intravenously. Additionally, the pt complained of back pain and an eval did not reveal any problems.

Manufacturer narrative:
Based on the info provided, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the pt's reported post operative infection. The adverse reaction section of the products IFU lists infection as a known possible complication. A manufacturing review that included review of sterility records was performed, and no anomalies were found. Culture reports have not been provided. Additionally, the mesh remains implanted. This MDR includes all pt, event and device info davol has received to date. If add'l info is obtained, a f/u MDR will be submitted.